Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment was damaged. The customer also reported that the insulin pump had an off/no power alert that was not preceded by a low battery alert. Blood glucose level at the time of the insulin pump was 139 mg/dl. The customer reported that the battery meter seemed to be draining quickly. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.